Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and infection (late onset).

Event description:
Healthcare professional reported for the left side "capsular contracture, baker grade iii," and "infection." Healthcare professional additionally reported "acne" and "thyroids;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold and observed 40 mm dark patch edge material inside gel device. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported for the left side "capsular contracture, baker grade iii," and "infection." Healthcare professional additionally reported "acne" and "thyroids;" these events are not related to the device. Device has been explanted.